Event description:
The customer reported that there was no video image on the system.

Manufacturer narrative:
The ge service rep replaced the faulty work station back plane. The carm is now working properly.